Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: aw (air/water) cylinder has no color, suction-cylinder has no color, plug unit is damaged, plug unit has corrosion due to water leakage, circuit board unit in scope-connector has corrosion due to water leakage, due to a crack on objective lens, the image has dark area partially, due to wear of angle wire, the play of up/down knob is out of the standard value, ligh guide lens has a crack, adhesive on the distal end has a crack, and universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus was informed that the colonvideoscope was found to have an image problem. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the aw (air/water) tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-h185l/I operation manual chapter 3 preparation and inspection cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.